Event description:
The customer reported that the insulin pump alarmed no delivery. Customer replaced the battery due to battery was low on the insulin pump but it kept saying to rewind and disconnect. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.